Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the luer lock. The customer's blood glucose level was 132 mg/dl. The customer successfully filled tubing to remove the air bubble and resumed insulin delivery.